Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The tse advised the customer that in line nebulizer treatments could occlude the filter. It was determined that that was indeed the case. The customer replaced the filter and the alarm ceased. Covidien was not authorized to service the ventilator.

Event description:
Report received stating that due to a malfunction of an 840 ventilator; the patient was placed on a second ventilator. The patient was not harmed as a result of the event.